Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump fill estimate was noted to be inaccurate. There was no impact to the customer's blood glucose (bg) level due to the fill estimate issue. The customer reloaded the same cartridge. In addition, the contact mentioned that the customer had been experiencing periodically fluctuating bg levels ranging between 57 and 400 mg/dl. The customer is in a rehabilitation care facility and required the assistance of the nurse. The customer was given juice, snacks and glucose strips to address the low bg levels and was given correction boluses, via the pump to address elevated bg levels. Reportedly, the customer's nurse is in contact with the customer's healthcare provider regarding bg levels.